Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm at the time of self test. The customer stated they were able to clear the alarm and able to complete rewind process. Customer stated that they performed another self test and it did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. However, device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 1 trace on keypad assembly.